Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance with measurements consistently greater than 2000 ohms. Technical services (ts) was consulted and noted that this does not appear to be related to a spring contact issue. Sensing and threshold are appropriate. This ra lead remains in service and no adverse patient effects were reported.